Manufacturer narrative:
This part is not approved for use in the united states; however, a like device with catalog # 1476000500, 510k # k091974, UDI# (B)(4) is approved for sale in the us. The device has not been returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Type of procedure (initial surgery): th9-s2ai fixation levels implanted: th9-s2ai it was reported that on an unknown date, post-op, the 4.75mm rods on both sides broke due to which solid fusion did not occur. One rod broke between l3-l4 while the position of breakage of the other rod on the contralateral side was unknown. The patient also experienced pain. Hence, on (B)(6) 2018, the patient underwent a revision surgery in which reinforcement was performed with 5.5mm rods. The broken rods remained in the patient and fixation was performed using 4 rods and connector.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post-op x-rays for thoraco-pelvic fixation demonstrate a rod breakage at l3-l4. By report, there is a failure of bony fusion. It is unknown what the implant date is. Patient age is (B)(6) years; and the bone appears osteopenic. If information is provided in the future, a supplemental report will be issued.